Event description:
A nurse was infusing lasix 500mg/50ml at 4ml/hr. There were 6 "bolus air in the line alarms" in a short period of time. The next alarm showed a free flow alarm that lasted 95 seconds, bolusing the patient with the whole bag of lasix (all 500mg/50ml). Per biomed department, the free flow alarm is one you get when the door is open and the auto clamp is manually disengaged. The door and clamp is undamaged and in working order and was tested 5 times and it engaged the safety clamp every time. What occurred was the pump channel safety clamp was manually opened, allowing the free flow of lasix, which then set off the free flow alarm. Patient being monitored for ongoing hearing loss due to lasix being ototoxic.